Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3888-28, lot# n21823, implanted: (B)(6) 1994, product type: lead. (B)(4).

Event description:
It was reported that, on the day prior to the date of this report, the patient continued to feel stimulation when the implantable neurostimulator (ins) was turned off and it drove the patient ¿crazy.¿ the device had been off for 1-1.5 hours. The sensation was noted to have been sporadic. The ins had been on when checked with the patient programmer (pp) on the day of this report. The patient was going to meet with the managing healthcare provider (hcp) next week. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.